Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tlc75 instrument locking pin dropped (so it was not used). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.